Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. The autopulse platform passed the testing and worked as intended. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer, and the storage condition of the platform is not known. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and could potentially cause the occurrence of the user advisory (ua) 41 error message. During visual inspection, unrelated to the reported complaint, a hairline crack on the front enclosure was observed. This type of physical damage was likely attributed to mishandling such as a drop. The front enclosure was replaced to address the physical damage. The autopulse platform passed the initial functional test without any fault or error. A review of the archive data showed multiple user advisory (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4).

Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. No further information was provided by the customer. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided, therefore patient use is unknown.